Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one vt and one svt episode were observed when reviewing the patient s merlin.net transmission. Anti-tachycardia pacing therapy was delivered during the vt episode. The svt was determined to be a continuation of the vt rhythm. The device was reprogrammed while the patient was at the hospital for unrelated reasons.